Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. The data logs confirmed pump was in improper position corresponded with clinical description (about 386 hours into the case) that triggered alarms impella position in aorta. Pump then ran for more than 72 hours and stop manually. No other issues were found on the logs. Product was returned in damaged condition (missing pump plug). Visual inspection found catheter was stretched from mark 47-49. There was no issue found on the cathater anchor. The anchor go back and forth easily. No other issues were found on the rest of the pump. The root cause of positioning issue was unable to be determined as limited clinical details related to pump came out of left ventricle were provided. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no problem might related to the bleeding was found on the pump. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26884 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with cardiogenic shock and awaiting transplant. The pump was placed but came out of position and was within the aorta. The team sent the patient back to the operating room for replacement. The team additionally had heparin paused due to concerns of hematoma. The patient had a new pump placed and support continued. The pump had supported for 19 days before replacement. The procedural outcome was the patient survived surgery.